Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a red cell hang up and missing additive issue. The following information was provided by the initial reporter. The customer stated: "we have problems with the gel tubes ref (B)(4), there is a deposit of fibrin on the surface, as a result the automatons get blocked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell hang up and fibrin was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on the confirmed complaint trend a CAPA (corrective and preventive action) was initiated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up and fibrin based on the trend identified and photos provided. A corrective and preventive action was created to address the issue.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a red cell hang up and missing additive issue. The following information was provided by the initial reporter. The customer stated: "we have problems with the gel tubes ref 367955, there is a deposit of fibrin on the surface, as a result the automatons get blocked."